Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
An ophthalmology liaison reported that following an intraocular lens (iol) implant procedure, the lens was possibly explanted. Additional information was reported that the lens was explanted.